Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was rapidly depleting. There was no impact to the customer's blood glucose level. The customer declined to complete troubleshooting or provide any additional information about the reported event.